Event description:
Procedure: laparoscopic rectal surgery, reportedly, the balloon on this device ruptured. As the surgeon was looking for a broken piece of the balloon in the surgical cavity, he/she found a piece of the seal in the cavity. All foreign items were removed without difficulty. No patient injury reported.